Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: onset date/time of the dysuria and post-micturition residue from the initial procedure? Symptoms one year after bsu implantation describe any medical/surgical intervention including dates and findings. Reintervention for bsu section recently (may 2025) were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to the reported events? None identified. What is the patient's current status? Very good (disappearance dysuria) but recurrence of urinary incontinence. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. The patient experienced dysuria and post-micturition residue. Reoperation for suburethral sling section was performed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: one product of gynecare exact product code tvtrl and lot number 3942679 was received for evaluation. An investigation was performed on received product and on the batch record file. The received device was manipulated, and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. Based to the evaluation, this complaint is not related to a manufacturing problem. The defect observed during the evaluation corresponds to the description of the event: dysuria and post-micturition residue. Reoperation for suburethral sling section, cannot be confirmed with the received product. The product was conforming to specifications at the release. Events of this type are trended regularly. Therefore this complaint is being closed to trending.